Manufacturer narrative:
Rewritten to correctly reflect device issue. (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s ipg would not communicate with external devices. In turn, the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Correction: - patient weight should have been (B)(6).

Event description:
The patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced.

Manufacturer narrative:
Evaluation codes - changed method, results and conclusion codes to reflect product problem. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the wireless software displayed the elective replacement indicator (eri) message. Surgical intervention may be taken at a later date to address the issue.